Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter and the lab: date: (B)(6) 2011, inratio: 5.2, lab: 3.5. Date: (B)(6) 2011, inratio: 3.0, lab: 2.0. Patient's target therapeutic range is 2.5-3.2. Both correlations were performed within 30 minutes of each other.